Event description:
It was reported that patient underwent a revision hip arthroplasty procedure on (B)(6) 2008. Subsequently, another revision procedure was performed on (B)(6) 2010, due to loosening. The acetabular cup, acetabular liner, and modular head were removed and replaced. It was noted by the surgeon that there was delamination of the porous coating on the backside of the acetabular cup and failure of bony ingrowth. It was further reported that patient had a history of pelvic radiation due to uterine cancer. No further information has been received to date.

Manufacturer narrative:
Examination of returned device was inconclusive.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was reported that patient underwent a revision hip arthroplasty procedure on (B)(6) 2008. Subsequently, another revision procedure was performed on (B)(6) 2010, due to loosening. The acetabular cup, acetabular liner, and modular head were removed and replaced. It was noted by the surgeon that there was delamination of the porous coating on the backside of the acetabular cup and failure of bony ingrowth. It was further reported that patient had a history of pelvic radiation due to uterine cancer. No further information has been received to date.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.review of device history records show that lot released with no recorded anomaly or deviation.(B)(4)